Event description:
Customer reports that he obtained results of 48 mg/dl and 123 mg/dl within 4 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No strips info provided. No quality controls were used. Requested return of suspect device and replacement was sent.